Event description:
It was reported by svc report that the plastic cover has broken on power load. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Customer evaluated unit. Cosmetic cover. MFR's investigation is still ongoing; if add'l info is rec'd, a follow-up report may be submitted. The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.